Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery of cardiosave intra-aortic balloon pump (iabp) was not charging.

Manufacturer narrative:
Due to character limitation (e1). Initial reporter full name: (B)(6). Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter name, event site telephone), g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation, health effect impact code), h11.

Event description:
It was reported that the battery of cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement and no harm reported.